Manufacturer narrative:
A device history record review was completed for provided material number 38831414 and lot number 3058170. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, two (2) pictures showed the insyte product with the needle through the catheter unused and one (1) picture showed a used insyte product with the needle through the catheter. The pictures did not show any other defects. It is possible that these defects resulted from product usability. When the 360-degree rotation is performed, the catheter may become pushed forward, causing the cannula to transfix the catheter during puncture. It is also possible that these defects resulted from product assembly. If a failure occurs in the vision system, the transfixed catheter is allowed to pass to the client. However, if the issue occurs from product assembly, the insyte would be unusable upon delivery. A corrective and preventive action plan has been initiated for the issue of needle through catheter in order to further investigate and prevent any reoccurrence.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle of the catheter has visible defects in the tip, which makes its insertion and puncture of the users difficult, causing multipuncture and dissatisfaction among them. In fact, these facts have occurred on saturday 18, monday 20 and tuesday 21 of (B)(6) 2024. Number of cases reported: 6 (two extravasations and three in which catheter can be seen as in the evidence in image 1 and one was damaged when he was channeling a patient see image 2) could you please confirm if all the above defects [extravasation, needle by catheter before use (image 1) and needle by catheter during use (image 2)] are due to needle tip defects?r/ it is confirmed that the defects are due to needle tip defect. If the above defects are not related to the needle tip, could you clarify the amount of product with the defective tip? R/. Not applicable could you please report the date of the event and quantity affected for each of the dates reported? Extravasation (B)(6) 2024 2 probe through catheter before use (image 1) (B)(6) 2024 2 probe through catheter during use (image 2) (B)(6) 2024 1 (only photographic evidence is available, since it was discarded) catheter probe has visible defects at tip (B)(6) 2024 1 was the patient or health professional harmed? If yes, report for which situation and details. Please relate to the defect and respective date. R/. Not applicable did the incident occur with the same patient or with different patients? If with different patients, please inform for each of the events the patient's information. R/. The incident occurred to two patients: